Event description:
The manufacturer received information alleging an error with a ventilator's flow sensor. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The flow sensor cable was replaced to address the issue.